Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and bleeding at the sensor insertion site with an inaccurate sensor reading that triggered a threshold suspension. The event involved product(s) mmt-1884, mmt-397a, mmt-332a and mmt-7040a. Troubleshooting was performed for sensor glucose vs blood glucose discrepancy and the sensor glucose value during the event was 28 mg/dl and the blood glucose value during the event was 184 mg/dl. The customer was reporting a discrepancy between sensor glucose and blood glucose values, which was not within range. Troubleshooting was partially performed for low blood glucose and the customer was treated hypoglycemic with glucose/carb intake. The customer has been using the insulin pump system within 48 hours of the reported event. The customer used the auto mode feature at the time of event. No further patient complications were reported. Product return for mmt-1884 is not expected. Product return for mmt-397a is not expected. Product return for mmt-332a is not expected. Product return for mmt-7040a is not expected.